Manufacturer narrative:
Concomitant medical products: product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
A consumer reported the leads were not addressing pain as he needed (lack of pain relief) and stimulation was turned as high as it would go. A surgical paddle lead was being implanted. The consumer clarified he was awaiting a referral to a surgeon who could place a surgical paddle lead. No date had been set yet. This was noted as a gradual change in therapy/symptoms that started five months after implant. Follow-up was being conducted to determine cause and steps taken to resolve reported event. If received, this event will be updated. Indication for use included spinal pain.